Manufacturer narrative:
Device history record (DHR) review confirmed that companion 2 driver s/n (B)(6) was serviced and passed all functional testing prior to being released to finished goods. Alarm history and patient data file review found no new alarms or relevant errors recorded. Visual inspection of external components found no abnormalities. Visual inspection of internal components found a partially crushed cable related to the driver display assembly. Companion 2 driver failed functional testing for acceptance at incoming inspection due to a nonconforming 9v battery. Additional testing included adjusting parameters included in the complaint while in ICU mode. There were no difficulties with screen calibration in ICU mode and the customer complaint was unable to be replicated. Failure investigation for this complaint could not confirm the reported issue. The customer complaint was not replicated during testing; the root cause of the reported issue adjusting the beat rate while in ICU mode was unable to be determined. Failure investigation identified no other test failures or damage that could have contributed to the complaint. The damaged cable on the driver display assembly relates to the backlight of the display, not the touch control, and would not have had an impact on the reported issue. The nonconforming 9v was unrelated to the reported complaint and would not affect the functionality of the driver display. No evidence of a device malfunction was found and the driver performed as designed. The patient was switched to a backup driver without any reported adverse impact. This issue will be monitored and trended as part of the customer complaint process. Syncardia has completed its evaluation and is closing this file. If new or additional information is received in the future, syncardia will file a follow-up MDR.

Event description:
Per hospital staff, touch screen on companion 2 driver s/n (B)(6) will not change beat rate while in ICU mode. Screen calibrated multiple times and beat rate is not able to be adjusted while in ICU mode. Driver was swapped out for another driver without any adverse impact to patient.

Event description:
Per hospital staff, touch screen on companion 2 driver (B)(6) will not change beat rate while in ICU mode. Screen calibrated multiple times and beat rate is not able to be adjusted while in ICU mode. Driver was swapped out for another driver without any adverse impact to patient.